Manufacturer narrative:
(B)(4). No device analysis was performed; the device met risk-based analysis criteria.

Event description:
The pt's implantable neurostimulator system was explanted due to infection. Additional info has been requested. A follow-up report will be sent if additional info becomes available.